Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our edwards affiliate in germany, a 26mm sapien 3 ultra valve was deployed in the aortic position via the transfemoral approach. Resistance was encountered during the advancement of the valve and commander delivery system through the esheath. While pushing the delivery system through the sheath, it was noted that the valve was not inside of the sheath. The first third of the device was outside of the sheath. Surgical removal of the devices was performed. During the vascular surgery, the external iliac artery was also repaired. At the time of the report, the patient was recovering well and has been extubated. No valve was deployed. It was perceived that severe vessel tortuosity and heavy vessel calcification contributed to the event.

Manufacturer narrative:
Correction to b1 (report type), the adverse event is being reported against manufacturer report no. 2015691-2023-09998 for this complaint. The 14f esheath was returned to edwards for evaluation. Visual inspection revealed the following: curvature noted on sheath, a piece of vessel tissue was wrapped around the sheath shaft, near stuck valve, liner expanded from strain relief until 7cm from distal tip, liner tear starts 6cm from strain relief until 11.5cm from distal tip, valve exposed through torn liner, located 11.5cm from distal tip, hdpe damaged along length of liner tear, distal tip unopened and multiple shaft kinks located 2 inches, 5 inches, 8.25 inches, and 9 inches distal of strain relief. Functional testing revealed that the remaining length of the liner expanded as designed and the tip opened as designed. Dimensional testing revealed that the liner thickness along the length of the tear was met specification. As the delivery system was able to be fully inserted through the remaining length of the sheath without any abnormalities during functional testing, the dimensional measurement for the delivery system flex tip outer diameter (od), which is the largest component passing through the sheath, was not necessary to be performed. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history revealed other similar reported events. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. The IFU/training mitigations/controls relevant to the reported issue (difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and sheath damage or frame damage) is captured in a product risk assessment. Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for resistance between system components inability to advance through sheath and sheath liner torn were confirmed through evaluation of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Reviews of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the complaint event, 'during the insertion of the commander delivery system with crimped valve through esheath, resistance was felt. Whilst pushing, it was noticed at screen that the valve was not inside the esheath (first third of the insertion). The patient had a surgical vascular removal of the entire system and the external iliac had to be repaired. As per medical opinion, event was due to patient's femoral vessels tortuosity with many angles and highly calcified.' Per evaluation of the returned device, the sheath shaft was curved. The liner was partially expanded (from the strain relief until 7cm from the distal tip) and the distal tip was unopened. A piece of vessel tissue was wrapped around the shaft. The liner was torn and the crimped valve was exposed through the torn liner. Hdpe damage was observed along the length of the liner tear. In addition, multiple shaft kinks were present along the sheath shaft. During functional testing, the associated 26mm delivery system was inserted through the sheath. The remaining length of the liner expanded as designed and the tip opened as designed. Dimensional inspection of the returned sheath revealed that the liner wall thickness was within specification. Per the training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time.' Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also damage the exposed portion of the sheath liner. Damage along the liner could lead to immediate cutting/tearing or could weaken the liner. A weakened liner can tear during advancement or retrieval of the delivery system. Tortuosity can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system, further contributing to resistance and sheath damage. The delivery system, crimped valve, or balloon catheter can potentially catch on to liner of the sheath and contribute to liner tears upon insertion. In this case, available information suggests that patient factors (calcification, tortuosity) and procedural factors (valve stuck on liner) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time was required for liner puncture reported event. A CAPA was previously initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in high push force. Through the CAPA, manufacturing process improvements were implemented on the sapien 3 ultra valve, thus reducing the rate of the thv getting caught while passing through the sheath. The CAPA was closed after demonstrating reduction of frame damaged complaint rate. A product risk assessment has been previously initiated to capture the product risk assessment.

Manufacturer narrative:
The initial esheath, sapien 3 ultra valve and commander delivery system were returned to edwards lifesciences for evaluation. Pre-decontamination evaluation of the esheath revealed the liner was torn starting 6mm from the strain relief to the tip. The valve was returned stuck in the sheath. A piece of the vessel was attached to the esheath. Evaluation of the valve revealed 2 struts bent inwards. Based on this information, the vascular surgical repair will be reported under the valve. This is one of two manufacturer reports being submitted for this case.